Manufacturer narrative:
An event of thrombus on the device due to low activated clotting time was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, a 22mm amplatzer septal occluder was selected for implant. The patient was reported to have coagulation medical conditions. After deploying the device, a thrombus was observed. The device was removed from the patient. The physician stated that the thrombus was due to low activated clotting time (act) resulting in low anticoagulation. The patient was injected with more heparin, but the act did not go up. Due to the low act, the doctor opt to not continue with the procedure. There were no further complications reported.